Event description:
Ultraflow was used with an x-pedion 10 wire to gain access through tortous vessels to a superficial dural fistula. Once ultraflow reached target site, contrast was injected and did not exit the tip. Contrast was again injected and was noticed to exit more proximally. When ultraflow was removed form the patient the x-pedion 10 wire had also perforated the distal segment. No patient sequelae as a result of this event.